Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's vendor reported that in 2009, the pt's blood glucose elevated to 26 mmol/l (468 mg/dl) at 9:00am and she bolused through the infusion device and she injected insulin via pen. At 6:00 pm her blood glucose measured 3.7 mmol/l (67 mg/dl). The next day, her blood glucose measured 19.4 mmol/l (349 mg/dl) at 8:30 am, 27.5 mmol/l (495 mg/dl) at 11:00am, and 29.3 mmol/l (527 mg/dl) at 1:15pm. She changed the accessories and bolused through the infusion device but her blood glucose did not decrease. She contacted her diabetes specialist and injected 10 units of insulin via pen. At 5:30 pm her blood glucose measured 7.1 mmol/l (128 mg/dl). The pt believes the infusion device is damaged. Her normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.